Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 iii (ft4 iii) on a cobas 6000 e 601 module. The result from the e601 module was 26.41 pmol/l. The ft4 result from the abbott method was 5.41 pmol/l. The ft4 result from the siemens method was 106.86 pmol/l. The roche result was reported outside of the laboratory. The customer is not sure which result is correct. The e601 module serial number was (B)(6).

Manufacturer narrative:
Section d4, expiration date was updated. Calibration and qc data from the customer site were acceptable. Sample material from the patient was received for investigation and tested on a cobas e801 module and a cobas e601 module. Results on cobas e801: sample 1: tsh: 86.0 uiu/ml, ft3 iii: 3.27pmol/l, ft4 iii: 22.0 pmol/l. Sample 2: tsh: 78.1 uiu/ml, ft3 iii: 3.38 pmol/l, ft4 iii: 20.5 pmol/l. Results on cobas e601: tsh: 93.3 uiu/ml, ft3 iii: 2.82 pmol/l, ft4 iii: 24.0 pmol/l. The customer's results were reproduced at the investigation site. Sample material was further investigated by interference testing. No interference was identified. A general product problem can be excluded. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.